Manufacturer narrative:
Evaluation summary: the valve tissue is swollen and thickened. As received leaflet 2 in an open position. The leaflet was pushed to a close position during the evaluation pictures for better illustration. Two tears are noted at opposite commissures of the leaflet 2, measure to an average of 4-5mm. At commissure 2 the tear is visible through the entire thickness of the tissue. At commissure 3 the tear did not penetrate the entire thickness of the tissue. Along the attachment of leaflet 2, non through cut, not through the entire thickness of the tissue, is also noted. It measures to approximately to 15mm, and is most likely due to mechanical damage. At the cusp area of leaflet 2, two disruptions punctured the entire thickness of the tissue, each by approximately 3mm long. The disruptions are beveled at the outflow aspect. Such characteristics are typical disruptions of those caused by suture tail abrasion. Two suture tails detected onto the sewing ring appear to be in line with the described disruptions. Leaflet 1, at the attachment, exhibits non through 4mm tear. Minimal host tissue overgrowth is minimal at the tissue inflow. It encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm. Moderate host tissue overgrowth is evident at the stent inflow and the stent outflow. No inconsistencies detected in the x-ray. Method: x-ray additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. The device was returned for evaluation, analysis is pending. Investigation is ongoing. The device history record (DHR) review is in process.

Event description:
It was reported by a (B)(4) sales representative, that the surgeon reported the device was explanted on (B)(6) 2010 after a 118 months implant duration. The sales representative has the device and will return it for evaluation. Operative report dated (B)(6) 2010 indicates that the valve was explanted due to a prosthetic aortic valve dysfunction and also severe aortic valve insufficiency, intervalvular, and cardiomyopathy. The 2800, 25mm valve was replaced with 3000, 23mm edwards valve. No additional information was received at this time.